Manufacturer narrative:
(B)(4).

Event description:
It was reported that change sensor prompt occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. In addition, early sensor expiration was found in connection to the reported allegation. The reported event of change sensor prompt is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.